Event description:
The customer reported that the device powers off and on by itself. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact h3 other text: product not returned.

Event description:
The customer reported that the device powers off and on by itself. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The device was confirmed to power off and on using both ac and battery power. The reported issue could not be duplicated.